Event description:
A genesys hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure performed on (B)(6), 2011. According to the complainant, a fluid loss alarm error message occurred during the procedure. At approximately two minutes into the ablation phase, fluid was observed leaking from the cervix. The procedure was aborted. A burn was observed. Cream was applied to the burn as treatment. Additional follow up information from the physician confirmed that a cervical leak was observed approximately two minutes into the ablation phase. A fluid loss alarm error message immediately occurred, following the cervical leak. The procedure was then aborted. A burn to the patient's cervix was observed. The burn to the cervix was 2 cm in size and second degree in severity. Estrogen cream was applied as treatment to the affected area. The patient was also given estrogen cream to continue treatment. There were no further complications reported with this event. The condition of the patient is reported to be "ok." An additional attempt has been made to obtain patient follow up details with no response from the clinician.

Manufacturer narrative:
The complainant has indicated that the product has been disposed of and the device will not be returned. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.